Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Complaint against sen-serter.

Event description:
It was reported that the sensor needle did not release when the green button was pushed. The customer had to manually remove the sensor from the insertion device. Customer's blood glucose level at the time 139 mg/dl. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.